Event description:
It was reported that an electrical board was ordered for a fluid warmer, but when trying to change the temperature it does not go down. No patient involvement. The reported lot or serial number cannot be confirmed for manufacturing information.

Manufacturer narrative:
UDI number and device lot numbers are unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.